Event description:
It was reported that prior to use of the multi-link 8, scratches were found on the proximal section of the stent implant. The device was not used on the patient. No additional information was provided. Returned device analysis noted a loose stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the stent delivery system (sds) noted it was returned without blood and contrast visible which is consistent with the reported information that the device was not used. The balloon was tightly folded indicating no balloon inflation. The stent implant was loose on the balloon. There were stretched struts in the first row of the distal end of the stent implant. There was a flared strut in the second row of the distal end of the stent implant. The proximal end of the balloon was wrinkled. There were crimp marks on the balloon between the markers suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent implant proximal and mid section outer diameters were measured and met manufacturing criteria. The stent implant distal outer diameter was not measured due to the damage noted. In this case it is possible that the protective sheath was forcefully removed and subsequent inadvertent handling would result in the observed stent/balloon damage and loose stent; however, this could not be confirmed. The definitive cause(s) of the reported damage could not be determined. There is no indication of a product quality deficiency. A review of the finished product lot history record revealed no nonconforming material records associated with this lot indicating all lot release testing met specification. Additionally, a query of the complaint handling database for this lot revealed no other similar incidents reported for stent/balloon damage.